Manufacturer narrative:
This supplemental report is being submitted to provide the result of the legal manufacturer's device history record (DHR) review. The DHR was reviewed for the device involved with on anomalies noted.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found a cable "torn" and fiber exposed, however, the user reported problem of "no image" could not be duplicated and a conclusive root cause was not identified.

Event description:
A user facility reported to olympus that the camera head did not produce an image. The problem was reportedly found on preparation for use for a patient procedure. There was not patient injury or harm reported to olympus. The intended procedure is unknown. It is unknown if the procedure was completed.